Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulator implantable pulse generator, ipg, site. The physician assessed that the ipg had tilted in the pocket. The patient underwent a revision procedure in which the ipg was repositioned from the left buttock to left flank to avoid potential future pocket erosion. The patient was doing fine post-operatively.